Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and seven months post filter deployment, computed tomography revealed filter was cranial and slightly tilted anteromedially. Additionally, all struts were seen piercing through the vena cava walls. At least three of the struts appear to abut the 3rd portion of the duodenum. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for the filter tilt and pe post implant. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that the filter was slightly tilted anteromedially. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to neurosurgery and prophylaxis. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.